Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported by the patient that she had a left shoulder labral tear repair and bicep tenodesis procedure on (B)(6) 2013. Since procedure, patient has been experiencing the following: pain, burning sensation from procedure site up to left side of face, spasms of face and throat on left side, left side of face turns red. Patient states she has had x-rays and bones appear to be fine and anchors are visible on the x-ray. Patient has the following known allergies: environmental, latex, petroleum, red dyes, sulfa and sensitivities to many medications. Patient is treated regularly with high doses of cortisone. The cortisone for the allergies provides no relief to her shoulder issues.